Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the foreign material observed in the forceps channel and on the tip was reported to possibly be blood but otherwise could not be identified. A definitive root case of the issues could not be determined, as there was no deformation observed that might result in the retention of foreign material and no additional facility reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issues may be detected/prevented by following the instructions for use section below: chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope(and related reprocessing accessories). Chapter 6 reprocessing the accessories. Olympus will continue to monitor field performance for this device.

Event description:
The field service technician was on-site at a customer location and found the cystonephrofiberscope needed an inspection and repair. The inspection found the distal end and biopsy channel had foreign material attached. There were no reports of patient or user harm or procedure associated.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the rerported in b5, the device evaluation found the following: the image guide bundle had spider webs, the connecting tube was squeezed, the distal end was damaged, the bending section cover rubber cementing had a defect, and the up/down knob was cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.